Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are you able clarify what is meant by ¿the tip of the device came off¿? Is this in reference to the cartridge or the actual metal jaws (anvil side and cartridge side) of the device? Did any piece fall into the patient? If yes, was it safely retrieved from the patient? If yes, did the retrieval alter the procedure in any way? If yes, please explain. How was the procedure completed? What was the product code of the cartridge?

Event description:
It was reported that during a thoracotomy procedure the tip of the device came off. It is unknown how the procedure was completed. No additional information is available. There were no patient consequences reported.